Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 3006705815-2020-00747. It was reported that one of the patient's leads migrated. As a result, patient underwent surgical intervention on (B)(6) 2020 wherein the lead was repositioned to address the issue. Effective therapy was restored postoperatively. It is not known which lead migrated, so both leads are being reported.